Event description:
The account stated the tdxflx lid fell on an operator's forehead when performing a boom calibration. The account stated the tdxflx lid has been loose and will not stay open. The operator did not receive any bumps or bruising and did not require medical attention due to the lid falling.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.